Event description:
It was reported the device reached eri (elective replacement indicator) after 36 months. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found that an anomalous condition existed while the device was implanted. The device behavior was believed to be a hardware lock-up that caused measurements to revert to a value of "0," which is interpreted as an eri (elective replacement indicator). The condition was caused by an integrated circuit.